Event description:
It was reported by service report that the patient right track is off the chair and the chair will not lock in the transport position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.